Event description:
On october 18, 2006 the lay user/patient contacted lifescan alleging that his one touch basic enhanced meter was reading inaccurately low compared to his feelings/normal readings. The senior medical affairs specialist mailed a letter on october 24, 2006 since the patient could not be reached by telephone. The patient claimed that he had obtaining results between 27 mg/dl. Based on the blood glucose results, the patient ate food/drank a beverage to elevate his glucose levels and contacted his physician. He described feeling dizzy, fatigued, and experiencing hunger pains. Three hours later, the patient tested 215 mg/dl on his doctor's meter. No medical treatment was received. It would have been helpful to know how long he had been obtaining low results, when he developed symptoms, whether the symptoms were associated with high or low blood glucose, the condition of the test strips, other possible health conditions, time difference between the reported meter readings and the doctor's meter, and possible treatment received at the hcp office. It would be helpful to know if the patient's symptoms became better after eating. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The cca walked the patient through two consecutive control solution tests, which fell outside the specified range (results 17 mg/dl and 18 mg/dl). The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event due to the following conclusion: the patient claims he was obtaining inaccurately low results (27 to 40 mg/dl), was symptomatic (dizzy, fatigued, and experiencing hunger pains), administered treatment based on the lows results (food/beverage), and tested 215 mg/dl on a hcp meter approximately three hours later.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.